Event description:
It is reported that the device was implanted in 2009 and revised at approximately three weeks later. The patient has had multiple revision surgeries at other hospitals. On the implantation date, the patient underwent surgery to clean up heteropic ossification (calcification of the abductor muscles). While there, the surgeon opted to do a head exchange using the same size head. Patient went on to dislocate multiple times very early after being sent home.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. The initial surgery was performed to treat calcification of the abductor muscles. Surgeon treated dislocations with the second revision surgery. The most likely cause of the recurrent dislocations was higher relative laxity in the joint following the treatment of the calcified abductor muscles. Joint laxity following the tha is one possible causes of dislocation. The surgeon's choice to replace the -3.5 offset head with a +3.5 offset head further indicates that joint laxity was contributing to the dislocations. Evaluation codes: no product was returned. Review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.